Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous left popliteal vessel. A 5.0 mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patients complications were reported and the patient was in good condition.